Manufacturer narrative:
The patient was reported to be approximately (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a c.r.e. Balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the c.r.e. Balloon dilator was inserted into the olympus 180 endoscope and positioned within the esophagus for dilatation of a stricture. During inflation with sterile water, the c.r.e. Balloon ruptured. The balloon burst at an inflation pressure of 2.5 atm. No part of the balloon detached inside the patient. The physician had difficulty removing the ruptured balloon from the endoscope, therefore the balloon dilatation catheter was cut and the distal portion of the c.r.e. Balloon along with the endoscope were removed from the patient as a unit. The physician was satisfied with the dilatation achieved prior to the rupture, therefore the procedure was completed with this device. There were no patient complications as a result of this event. The patient was reported to be fine at the conclusion of the procedure.